Event description:
On (B)(6) 213 patient reported the infusion set to the infusion device is leaking. Patient stated about 2 weeks ago he first thought he might be sweating because he noticed wetness at the infusion site. Patient reported he then noticed wetness on his clothing and in his bed. Patient stated the wetness was coming from a leak in the infusion headset. Patient reported the leak is occurring where the pigtail of the headset attaches to the plastic piece that holds the headset together. Patient stated the leak is on the plastic of the pigtail tubing not the metal cannula. Patient reported the leak occurred with five infusion sets from the same box. Patient discarded the alleged infusion sets. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
Conclusion - the complaint cannot be verified. Result since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. As the product has not been returned for investigation and the lot number is not available, the complaint could not be replicated. Device was discarded.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.